Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this brady lead was part of a system revision due to infection. It was also mentioned that there was noise observed. This rv was explanted. There were no additional adverse effects reported.